Event description:
The customer reported the system displayed a communication fail error message and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.